Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed watchdog set test failure. Customer also reported that the insulin pump was delivering more insulin than usual. Customer's blood glucose reading was 207 mg/dl. No significant events leading to the alarm were observed. Insulin pump passed self test. Product is not expected to return.